Event description:
On (B)(6) 2014, the customer had low bg level (30 mg/dl). On (B)(6) 2014, she required treatment of dextrose from her family. Customer thinks that the pump delivers too much insulin. No other information provided. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.